Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal ambuflex therapy for peritoneal dialysis (pd). On an unknown date dianeal ambuflex therapy was withdrawn. During a call with the baxter customer service, the following information was provided. Per the nurse, on (B)(6) 2012, the patient developed peritonitis and was hospitalized for the event. The cause of the peritonitis was unknown. On (B)(6) 2012, the patient stopped pd therapy and was started on hemodialysis. On an unreported date the patient began treatment with vancomycin. On an unreported date, the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted for potentially associated lot numbers gd891770 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.